Event description:
Initial surgery was (B)(6) 2021. In (B)(6) 2022, patient fell and presented with a collapsed disc space. When the surgeon went in to revise, he discovered two of the neon3 pedicle screws had broken. Report 1 of 2.